Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had his left hip replaced in 2009. According to the surgeon this patient was doing fine until approximately a month ago when the patient began experiencing a grinding noise in his hip. X-rays indicate that the patients marathon poly liner was worn out or became disassociated from the cup. During instraop surgeon found that the 52+4 10deg liner was still engaged in the cup but was badly damaged and worn out. The stem, sleeve and cup was left implanted. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.